Event description:
It was observed that during the device evaluation, the video system center exhibited no endoscopic image due to failure in surgical product board. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the software version was out of date and misconfiguration of dual in-line package switch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed it was due malfunction of the board. Olympus will continue to monitor field performance for this device.